Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the chair is jumping when any direction is pressed on the joystick.